Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. Review of the device history log shows that the pump was incorrectly powered off by the occurence of "improper shutdown" alarms. However, the evaluation was unable to reproduce a malfunction that would allow the pump to power on and off without user input. The device was tested and found to deliver within specs.

Event description:
It was reported that a pump turns on and off without user input. No patient injury was reported.